Event description:
As ventricular lead was being placed, it became immobile and unable to move forward. Apparent scar tissue under the clavicle and outside the subclavian. Decision was made to remove the lead. After extracted it was noticed that the tip was no longer visible. Under fluoroscopy it was visualized to be outside the subclavian vein and adjacent to the clavicle. Decision was made by physician to leave it there and a new sheath and lead were advanced.